Event description:
It was reported that this patient has a history of over-sensed noisy signals from the right ventricular (rv) lead. Recently, over-sensed atrial noise was also observed. Technical services was contacted and provided thorough instructions for in-clinic provocative maneuvers to assess the rv and right atrial (ra) lead integrity. The physician also stated that a venogram and potential lead revision procedures were scheduled, but have not yet occurred. Both the ra and rv leads are not boston scientific products. At this time, the system remains implanted and in-service.

Event description:
It was reported that this patient has a history of over-sensed noisy signals from the right ventricular (rv) lead. Recently, over-sensed atrial noise was also observed. Technical services was contacted and provided thorough instructions for in-clinic provocative maneuvers to assess the rv and right atrial (ra) lead integrity. The physician also stated that a venogram and potential lead revision procedures were scheduled. The ra and rv leads were subsequently surgically capped and abandoned, with new leads implanted to resolve the event. Both the ra and rv leads are not boston scientific products. At this time, the device remains implanted and in-service.